Event description:
It was reported that the patient underwent an scs ipg replacement some time in 2016. An exact date was not provided. Details regarding the reason for the surgery or the explanted device are unavailable as they were not provided to the manufacturer. No further information is known at this time.